Manufacturer narrative:
Concomitant medical products: product ID: 3389, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_ins_stimulator, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study for epilepsy reported that post-operatively there was a wound infection. Symptoms of the wound infection included signs of right infraclavicular wound infection at the stimulator implant site with erythema and purulent discharge. Laboratory testing was abnormal; (B)(6) was isolated from the wound exsudate, stimulator extensions and leads on (B)(6) 2015. The patient had required an emergency room visit, in-patient hospitalization, explant of the entire system on (B)(6) 2015 however explant was also noted on (B)(6) 2015, it was unclear which was the explant date and medical or non-surgical therapy on (B)(6) 2015. The patient treated with vancomycin and a 2 step explant was also required. This was procedure related. The outcome was resolved without sequelae. Patient's medical history included bilateral hearing impairment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.